Event description:
Pt reported shocking/jolting from theft detectors. Pt reported a fall on some rocks last march. The pt was reprogrammed. Pt states that the shocks/jolts have occurred since implant. No report of device explantation. A follow-up report will be sent if additional information is received.